Manufacturer narrative:
Title: are we burying our heads in the sand? Preventing small bowel obstruction from the v-loc suture in laparoscopic ventral rectopexy, author: shinichiro sakata, 2015, the association of coloproctology of great britain and ireland. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed to investigate suture associated small bowel obstructions following observation of this event in patients undergoing laparoscopic ventral rectopexy for correction of rectal prolapse. The authors did not offer surgical methods but discussed the use of the device for the closure of the peritoneum over mesh in this surgery. The authors observed 4 cases of small bowel obstruction between 3-30 days following laparoscopic ventral rectopexy on 3 females, 1 male with age range of 17-66 years old. The patients presented postoperatively to the hospital with clinical features of bowel obstruction that were not resolved with conservative treatment. The first patient had a 1cm residual tail of the device, while the remainder of the patients had the product cut flush with the tissue. Barbs from the protruding cut end of the suture were found to snare small bowel serosa in two patients, by the small bowel mesentery in one and the omentum in the other, which developed into a band adhesion.

Event description:
According to literature source of study performed to investigate suture associated small bowel obstructions following observation of this event in patients undergoing laparoscopic ventral rectopexy for correction of rectal prolapse. The authors did not offer surgical methods but discussed the use of the device for the closure of the peritoneum over mesh in this surgery. The authors observed 4 cases of small bowel obstruction between 3-30 days following laparoscopic ventral rectopexy on 3 females, 1 male with age range of 17-66 years old. The patients presented postoperatively to the hospital with clinical features of bowel obstruction that were not resolved with conservative treatment. The first patient had a 1cm residual tail of the device, while the remainder of the patients had the product cut flush with the tissue. Barbs from the protruding cut end of the suture were found to snare small bowel serosa in two patients, by the small bowel mesentery in one and the omentum in the other, which developed into a band adhesion. Article: are we burying our heads in the sand? Preventing small bowel obstruction from the v-loc suture in laparoscopic ventral rectopexy, shinichiro sakata, 2015, the association of coloproctology of great britain and ireland

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted protruding sutures from the sutured site, three green sutures and a violet suture with needles attached, and a surgical site but no suture was visually identified. The figure description suggests obstruction. It was reported that the suture did not absorb as expected. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.